Manufacturer narrative:
The product in complaint was returned to zoll on 09/26/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during an incoming inspection, the autopulse platform was found to not power on. No patient involvement was reported. No further information was provided.